Event description:
The tiger was placed in a female, neurological pt, who was awake but doesn't verbalize. The tube was positioned in the jejuno without difficulty. However, upon attempted removal of the tube after 33 days, the pt suffered bleeding. An endoscopy revealed cardia laceration.

Event description:
The tiger tube was placed in a female, neurological pt, who was awake but doesn't verbalize. The tube was positioned in the jejuno without difficulty. However, upon attempted removal of the tube after 33 days, the pt suffered bleeding. An endoscopy revealed cardia laceration.